Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that on (B)(6) 2025, the patient reported a power transmission alarm. On (B)(6) 2025, at 3:21 p.m. (Time recorded in the system controller), the previously occurring driveline power fault alarm was cleared. Unfortunately, the alarm returned. Ultimately, the system controller, and modular cable were exchanged. It was suspected that the patient might have corrosion in the driveline connector.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for these alarms could not be conclusively determined via this analysis. The reported event of corrosion on the in-line connector of the driveline could not be confirmed via this analysis. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event could not be conclusively determined via this investigation. The controller event log file did not contain data from the reported event dates of 08dec2025 ¿ 19dec2025. The periodic log file contained data captured once per day and showed an active driveline power fault alarm from (B)(6) 2025 through (B)(6) 2025. The alarm had resolved when data was captured on (B)(6) 2025, which is consistent with the reported information that the alarm was manually cleared on (B)(6) 2025. Due to the nature of periodic log files, the exact cause of the driveline power fault alarm could not be determined. The driveline power fault alarm did not appear to prevent the pump from operating as intended in the data reviewed. Provided information indicated that the alarm was manually cleared, and did not reactivate. The root cause of the reported event of driveline power fault alarms was not able to be determined via this investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline power faults, as well as the recommended actions associated with each. Sections 3 and 6 of the IFU as well as sections 1, 3 and 4 of the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provides examples of when static electricity can occur and how it can be avoided. The testing and classification tables in appendix c of the IFU and section 9 of the patient handbook also include further information on electrostatic discharge. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which cautions the user not to twist, kink or sharply bend the driveline. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that twists, kinks, or sharp bends may cause damage to the wires inside, even if external damage is not visible. These sections further state that if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced a driveline power fault alarm. The hospital suspected it could be modular cable corrosion. The alarm had not been resolved. It was informed that the procedure for verifying the fault and possible actions were being determined. The patient was outside the implanting center, and it was unable to download log files to start remote troubleshooting. The modular cable remained in use.